Event description:
It was reported that a pediatric ilet user experienced a high frequency of hypoglycemia and episodes of prolonged hyperglycemia, including glucose readings reported as ¿high¿ for several hours and multiple events over 400 mg/dl, while using the system with cgm alerts and without the mobile app. The report included low glucose to 46 mg/dl with low duration about 15 minutes, treatment with fast-acting carbohydrates, and no professional intervention or ketone testing during the noted events, alongside parental assistance due to patient age. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of daily activities due to glucose excursions but no hospitalization or emergency care. Investigation included review of user-reported history, cgm-derived time in ranges, alert utilization, and education on meal announcements, snack handling over 15 g carbohydrate, low alert thresholds, and infusion set management. Investigation of this case revealed likely user-related issues including missed snack announcements, delayed treatment of lows, and a dislodged infusion set that was not successfully reinserted, which could contribute to both hypoglycemia and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors including missed or delayed meal/snack announcements, delayed hypoglycemia treatment, and site adhesion issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.